Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 242 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. The customer was assisted with troubleshooting. Customer states the battery cap is not loose, cracked or damaged. Customer stated that they were not able to complete rewind. The device will not be return for analysis.